Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per getinge standard operating procedure since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) was dispatched to investigate. The fse evaluated the iabp unit and was unable to duplicate the reported failure. A full calibration and functional check has been performed per the factory calibration procedures. The iabp unit was returned to the customer and cleared for clinical use.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) displayed a gas loss in iab circuit. It is unknown under which circumstance this event occurred; however there was no patient involvement. No adverse event was reported.